Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process. Reportedly, the cartridge was changed to address the issue but ultimately the customer went to the emergency room with a blood glucose (bg) level of 500 mg/dl on (B)(6) 2023 due to the issue. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged on (B)(6) 2026 with the issue resolved and no permanent damage. Tandem technical support performed a full pump system check and verified that pump was operating appropriately. Multiple attempts were made by tandem technical support to gather further information on the reported issue, but no response was received.